Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the cement went off after 4 minutes of preparing in theatres. Update: the case was completed using this cement. There were no delays to the case. The cement stored in a clean air storeroom which is temperature measurement everyday. Over the last 3 weeks minimum temp recorded was 22.3degrees celsius and the maximum was 24.4 degrees celsius. The temperature in theatre was reading 21 degrees celsius when mixing was commenced. All the polymer and all the powder from two mixes was used. Nothing was added. There was no contamination of the cement in the mixing system and the femoral canal had been cleaned thoroughly. The cement was going hard at 4 minutes and was completely set at 6 minutes. This was timed by an electronic stopwatch and timing was commenced when the polymer was added to the powder.